Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving a unit of packed red blood cells (prbc). At completion of the transfusion, the nurse was switching the blood tubing over to the flush when the blood tubing set separated from the drip chamber. The nurse was unable to administer the flush and discontinued the tubing set. There was no report of patient harm.

Event description:
The customer reported that the patient was receiving a unit of packed red blood cells (prbc). At completion of the transfusion, the nurse was switching the blood tubing over to the flush when the blood tubing set separated from the drip chamber. The nurse was unable to administer the flush and discontinued the tubing set. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag (B)(4), lot number y264200 exp sep 19 0.9% sodium chloride 0.9%; therapy date unk. The customer¿s report that the tubing separated from the drip chamber was confirmed. Visual inspection showed that the set was missing one of the tubing arms and bonded quickspikes that is engaged to the top inlet port of the drip chamber cap. Since the separated tubing arm and bonded quickspike were not returned for investigation, visual inspection to analyze for solvent application and dimensional evaluation of the tubing diameter could not be performed. The root cause of the separation was not determined.